Event description:
Reporter indicated that the patient had a complex partial seizure and swiped the device with the magnet as usual. It was reported that a few seconds after swiping the device with the magnet, the patient experienced a coughing fit that lasted for about 10 minutes. During that time, the patient was very distressed, felt extremely unwell, appearing to be in great pain. The patient curled their legs up to their stomach. The coughing was reported to be identical to that which occurs sometimes during the on cycle after the current has just been increased; however, no parameter changes had been made for several months and the coughing during the episode was continuous. Three days later, the patient had another coughing episode which lasted longer. The patient had a complex partial seizure, the device was again swiped with the magnet and approximately 30 minutes later, the patient had a coughing attack that lasted for approximately 90 minutes. During the second coughing episode the patient again seemed to be in pain and complained of neck pain, headache and feeling very sick. Patient also got hot and sweaty. The device was deactivated by taping the magnet over the device and the coughing eased and the patient gradually felt better. The device was programmed to off on 12/2001. At this appointment, device diagnostics resulted in normal lead impedance reading (dc-dc code 3 and ok). The patient has not suffered any further coughing attacks since the device was programmed off. Patient was seen for follow-up visit on 01/2002 at which time it was reported that there had been a slight increase in seizures since the device was programmed to off. Urinary ketones were fluctuating a bit (were now 8 where as previously they were around 16). Patient started ketogenic diet in october 2001. Patient's diet was modified slightly to increase the calories from fats from a ratio of 2.8:1 to 3:1. Lamotrigine dosage was increased to 200 mg twice daily. Dosage of melatonin did not change (1/4 tablet per day).